Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was closed and fired across the base of the appendix, the surgeon opened the device and the staples did not form at the base of the cecum. Converted to an open procedure. Used another device to close the cecum. The pt is stable.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.